Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient received inappropriate therapy by the implantable cardioverter defibrillator (ICD) device due to electromagnetic interference (emi) while the patient was in the shower, which also resulted in a lead integrity alert (lia) triggered for oversensing noise and sensing integrity counter (sic). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.